Event description:
This report is for patient 1 of 2. It was reported that while using the bd bactec¿ plus aerobic/f culture vials (plastic) that there was molecular false positives. The following information was provided by the initial reporter: quantity received and quantity affected: 2 bottles affected if consumable is tested on bd instrumentation, list serial numbers: (B)(6), (B)(6) hazard, injury or erroneous results details did erroneous results occur? If yes¿detailed erroneous results (include # of errors and type): 2 molecular fps 1. What result did the customer obtain from the bd product? Non-viable c. Tropicalis customer had 2 more instances of molecular fps

Manufacturer narrative:
H.6. Investigation summary: catalog: 442023 batch no.: 2347839 customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
This report is for patient 1 of 2. It was reported that while using the bd bactec¿ plus aerobic/f culture vials (plastic) that there was molecular false positives. The following information was provided by the initial reporter: quantity received and quantity affected: 2 bottles affected if consumable is tested on bd instrumentation, list serial numbers: (B)(6). Hazard, injury or erroneous results details did erroneous results occur? If yes¿detailed erroneous results (include # of errors and type): 2 molecular fps. What result did the customer obtain from the bd product? Non-viable c. Tropicalis customer had 2 more instances of molecular fps.

Manufacturer narrative:
E.7 initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.